Event description:
It was reported that the patient experienced unexpected shutdown of the ipg, and heating at the ipg site. The patient also experienced ineffective therapy. Surgical intervention was undertaken wherein the system was explanted and replaced.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The report of device reads ¿therapy is off¿ even though it was left ¿on¿ was not confirmed. During a 4-hour test, with stim ¿on¿, device did not ¿turn off¿ as reported by the patient. The ipg was subjected to a functional test on the automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. No anomalous outputs were observed, all portions of the automated testing passed.